Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) was in the 1000 u/l. The patient also had blood in urine. There was concern of pump thrombosis. Log file analysis revealed parameters consistent with device thrombosis. Additional information was requested, but none provided.